Manufacturer narrative:
Visual inspection under 30x magnificammary prosthesisbreast implant ation indicates the j stiffener wire has fractured approx 9mm proximal of the weld site. Visual inspection under 30x magnification indicates 5 other sections of the j wire located in the proximal approx 44cm section of lead rec'd. The 5 other sections observed measure approx 10mm, approx 13mm, approx 8mm, 10mm and approx 7mm and are located approx 19cm distal of the proximal terminal pin.

Event description:
Device analysis is provided.